Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in set) alarm. This occurred in dwell five, while the patient was connected for peritoneal dialysis (pd) therapy. During troubleshooting, nothing was found that could have caused or contributed to the alarm. There was no adverse event associated with this event. Additional information was requested and is not available.